Event description:
It was reported that a lens could not be implanted and the customer reported that it was broken. Through follow up we learnt that the lens was properly placed and folded. The lens tangled and rolled over itself breaking the cartridge and leaving a full break mark on the lens. After the issue it was not possible to reinsert the lens into another cartridge. No other information was provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Implant date: lens was not implanted. Explant date: lens was not implanted, therefore not explanted. State, province, territory: (B)(6). Telephone number:(B)(6). The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.